Event description:
It was reported that an ilet user experienced fluctuating glucose levels, including a low glucose episode, and sought clarification on insulin delivery indications on the ilet mobile app while using a dexcom g7 cgm. Symptoms included hypoglycemia. Outcomes included self-treatment of the low with a snack and oral glucose. Investigation included review of uploaded data, real-time assessment of insulin delivery display (0¿6 scale), and calibration guidance with entry of a manual fingerstick value, after which the ilet displayed a lower calibrated glucose. Investigation of this case revealed that glucose variability occurred with cause unclear, and device function appeared consistent with design after calibration and education, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.